Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial#: (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 29-mar-2015, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 31-mar-2015, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 28-sep-2014, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 03-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the entire system was removed around (B)(6) 2019 because two of the wires let go. The patient stated this caused her to feel like she was being lit up whenever she turned the implant on. The patient wanted to get an MRI scheduled and mentioned she had an x-ray prior to being prescribed the MRI that verified she didn¿t have any leads implanted currently.